Event description:
It was reported one of patient's lead has high impedances, resulting in ineffective therapy and the inability for the system to be set to MRI mode. Surgical intervention may be pending to address the issue.